Event description:
It was reported that during a procedure requiring transseptal puncture using an abbott sheath and an unknown brand of guidewire the patient experienced cardiac tamponade. During the procedure itself it was noticed the guidewire was out of place via fluoroscopy. The procedure was stopped at that time and the pericardium was checked and no issues were noted. However, 15 minutes later the patient experienced heart pain and an echography revealed tamponade. Pericardiocentesis was performed and no further patient complications were reported. The physician stated the septum was difficult to work with and the tamponade would have been due to the transseptal puncture. Reference report: mw5147335. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).